Manufacturer narrative:
Device is a combination product. Age at time of event: 18 year or older.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex artery. Pre dilatation was performed and a 3.00 x 24mm synergy drug-eluting stent was advanced but failed to pass through the bifurcation in circumflex artery. The device was pushed forcibly and still did not pass the lesion. When the device was removed from the patient's body, severe resistance were encountered. It was noted that the mounted stent was found to lifted. The procedure was completed with different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 year or older. Device evaluated by MFR.: synergy ous mr 3.00 x 24mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal stent and distal stent damage, with stent struts lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found multiple kinks on several locations of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex artery. Pre dilatation was performed and a 3.00 x 24mm synergy drug-eluting stent was advanced but failed to pass through the bifurcation in circumflex artery. The device was pushed forcibly and still did not pass the lesion. When the device was removed from the patient's body, severe resistance were encountered. It was noted that the mounted stent was found to lifted. The procedure was completed with different device. No patient complications were reported.